Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error during bolus delivery. The patient's blood glucose level was 12.2 mmol/l at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer will return the device for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.